Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs7ezb6. Hardware: sm-s911u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. Upon removal from the infusion site (arm), the pod¿s cannula was reported as damaged, and the patient was unsure whether the cannula had properly inserted into the infusion site. The patient also reported pain at the infusion site and noted a smell of insulin, suggesting possible leakage.